Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the end came apart. The positive electrode came off the jaw, but was still attached to the device. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.